Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date setting was inaccurate. Reportedly, the customer was aware the pump time and date setting was incorrect. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Although requested by tandem technical support, the reason the time and date setting were incorrect was not provided.